Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: null. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 20346313. Brand name: null. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 19858613.

Event description:
It was reported that following a routine replacement of the patients primary cell deep brain stimulation (dbs) implantable pulse generator (ipg), one of the patients leads displayed high impedances. The patient did not experience any stimulation issues or pain reduction due to the impedances, however the patient underwent a revision procedure in which the physician replaced the lead and the lead extension. The patient was implanted with two lead extensions, and it is not known which one was explanted. The explanted devices will not be returned as they were discarded at the medical facility. No additional adverse patient effects were reported.